Event description:
It was reported that during an implant attempt, the physician could not engage the set screw of the implantable pulse generator (ipg). It was noted that the physician attempted to engage the set screw using two different wrenches. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw had a rounded socket.